Event description:
On (B)(6) 2015; it was reported per email from complainant, the chest x-ray provided allegedly shows a retained wire in the patient.

Manufacturer narrative:
Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a wire left within a catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one radiographic image depicting part of a chest. Ribs were visible within the radiograph as well as a clavicle and part of the spine. Visible within the image was a segment of radiopaque tubing. A radiopaque line was evident within the tubing. The radiopaque line appeared to be a wire left within the catheter tubing. The product IFU provides instructions for proper placement of the device, including when to remove stiffening stylets and guidewires, which should always be removed prior to device use. A lot history review (lhr) of rewi0638 showed no other similar product complaint(s) from these lot numbers.